Event description:
Report received of an independent rate change. The pump was programmed to deliver levophed on channel a at a rate of 11 ml/hr. Reportedly, the nurse programmed the pump and turned the rotary knob to run. The nurse immediately observed that the rate jumped from 11 ml/hr to 300 ml/hr. The pump was removed from clinical service. The patient did not experience any adverse effects. Though requested, there is no further information available.